Manufacturer narrative:
According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Since the use of coolsculpting for treating chest fat in us was unapproved by FDA, (B)(4) is added.

Event description:
Allergan aesthetics received report of a patient received coolsculpting treatment to bilateral chest, upper and lower abdomen, flanks using cooladvantage plus, cooladvantage core, cooladvantage core plus, advantage curve plus applicators was diagnosed with paradoxical adipose hyperplasia in treated areas.

Event description:
Allergan aesthetics received report of a patient received coolsculpting treatment to bilateral chest, upper and lower abdomen, flanks using cooladvantage plus, cooladvantage core, cooladvantage core plus, advantage curve plus applicators was diagnosed with paradoxical adipose hyperplasia in treated areas.